Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that at the implant attempt the lead dislodged during slitting. When the lead was removed from the catheter it touched an unsterile arm. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.